Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6)2020, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's ins and leads were explanted on (B)(6) 2020 due to a surgical site infection. The devices were discarded by the customer and would not be replaced in the future. The issue resolved.